Event description:
It was reported that the caller had a question regarding the reports. Technical services (ts) reviewed the reports and noted that this right atrial (ra) lead exhibited loss of capture (loc). It was noted that the call occurred when the patient was in the hospital for atrial flutter, and the problem could not be investigated. The lead remains in use. No adverse patient effects were reported.